Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the biopsy valve. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic transbroncoscopy lung biopsy, while using a guide sheath, when the guide sheath was pulled out, a black foreign material was seen in the inner bronchus on the image. Once out of view, but flushed through the biopsy channel, what appeared to be a piece of black runner fell off into the bronchus. The piece of rubber was recovered and the procedure was completed. There was no patient harm or injury reported.